Event description:
It was reported that during implant, the right atrial (ra) lead was implanted but final fluoroscopy showed the ra lead had dislodged. Attempts were made to reposition the ra lead but all resulted in the lead dislodging when the stylet was removed. The ra lead was removed and no ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).